Event description:
It was reported the patient was hospitalized due to high blood glucose levels and hyperglycemia as a result of recurring occlusions when using the infusion device. The patient was admitted to the hospital for two days. No information regarding treatment in hospital was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.